Event description:
The customer observed falsely depressed calcium and sodium results generated on the architect c8000 processing module. The following data was provided: (B)(6) calcium 5.0 mg/dl, repeat on another analyzer (c4000) 9.6 mg/dl. (B)(6) calcium 5.6 mg/dl, repeat on another analyzer (c4000) 9.5 mg/dl. (B)(6) sodium 119 mmol/l, repeat on another analyzer (c4000) 139 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed several troubleshooting procedures, and determined the sample probe, ict probe, smpl probe tubing, bellows set,incl rod & fitting (rohs) & tubing, ict pinch valve (rohs) the likely causes of the issue. Replacement of the parts resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. The architect c8000 erratic result rates were within acceptable limits with no trends identified. Labeling was found to be adequate for the complaint issue. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and component replacement. The architect c8000 service and support manual contains instruction for the removal, replacement and verification of the bellows set,incl rod & fitting (rohs and tubing, ict pinch valve (rohs). Based on all reviewed data, a product deficiency was not identified.